Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that t-wave oversensing was observed. Arrhythmic episodes were observed and the sensing integrity counter of the ICD registered a number of short v-v intervals. A lead fracture was suspected subsequently a new lead was implanted. It was noted that the patient has had problems with bad sensing with the lead for quite a long period. The patient also had sarcoidos. No patient complications have been reported as a result of this event.